Event description:
Per (B) (4) adverse event report, this rv was noted as not capturing at an office visit. The lead was successfully revised on (B) (6) 2010 and remains implanted. Should additional information become available, this event will be updated.